Manufacturer narrative:
Product analysis: a dislodged stent was received for analysis. The delivery system was not received. The stent was detached in two pieces on receipt of the device, with severe stretching and deformation evident to the stent. Correction: fdd code a051201 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the stent was damaged and became dislodged during the attempt to cross the lesion/remove the device and then the stent was stuck in the lesion. The stent was damaged further upon attempted retrieval. Correction: resistance was noted during withdrawal of the device and excessive force was used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one onyx frontier coronary drug eluting stent deformed in vivo during positioning/advancement and detached during removal. The device was inspected prior to use with no issues. Resistance was encountered when advancing the device. Excessive force was used during delivery. There was a prior stent located in the left main (lm), that also protruded into the aorta. The lesion being treated was the heavily calcified proximal left circumflex (lcx) artery. There was difficulty experienced advancing the stent past the ostium lm coronary artery, and an attempt was made to forcibly deliver the stent further into the vessel. The stent became lodged in the lm stent as well as a calcified segment. Upon attempted retrieval of the stent with a snare, the stent unraveled and broke, leaving a portion of the stent dangling in the lm. A second attempt was made to retrieve the rest of the detached stent, and the stent broke again, leaving a smaller portion of the stent dangling in the lm. The final portion of the detached stent was finally successfully retrieved using a guide catheter with a larger inner diameter. The procedure was completed with balloon angioplasty. No attempt was made to deliver another stent. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.